Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they thought that the ins device was either broken or had moved. Patient stated that they could feel under their back where the device should be and where it isn't and that it had gone vertical and moves around and sometimes it stands straight up. Patient said that at times it feels like they were being impaled by the device and that they never knew when that was going to happen but when it does it hurts. Patient reported the event date as a "couple of months I suppose." Patient confirmed that they had not had any recent falls or traumas near the area. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.